Event description:
As reported by the field clinical specialist (fcs), approximately 8 years post transfemoral tavr (transcatheter aortic valve replacement) procedure with a 26mm sapien 3 valve in the native aortic position, the valve failed due to moderate regurgitation (type unknown). Per report, the patient presented with chest pain, fatigue and heart failure. The patient underwent a successful valve-in-valve procedure with a 26mm sapien 3 ultra valve. The final outcome to the patient was reported as being in stable condition.

Manufacturer narrative:
The investigation is ongoing.